Event description:
It was reported that the user experienced recurrent occlusion alarms on the ilet while using a teflon infusion set with 23-inch tubing, with no visible kinks or bubbles with a reported blood glucose of 396 mg/dl. The issue persisted even after changing the infusion set; the occlusion alert cleared when a restart 41 code appeared. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the user seeking backup diabetes therapy after the call and declining follow-up. Customer care provided support that included customer counseling on infusion set replacement and troubleshooting steps related to occlusion resolution and device alerts. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set, with the device subsequently clearing the alarm upon system restart, and no additional contributory device or component damage was identified. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion leading to interrupted insulin delivery.